Event description:
Received info regarding the luer lock disconnecting while asleep at night. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.